Event description:
The patient was reported to (B)(4) by an attorney. The patient has suffered constant abdominal pain, infections, stress urinary incontinence, reoccurrence, and painful sexual intercourse. No further information has been provided.